Manufacturer narrative:
G3. Updated to correct aware date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the valve was set to 0.5 during implant, but the patient appeared to develop a subdural hemorrhage. The valve was adjusted to 1.0, however, the ventricle size increased. The valve was then adjusted back to 0.5, and yet the ventricles were enlarged. The patient's device was explanted and replaced with another manufacturer's medium shunt, and the patient's symptoms improved. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
H3. Product analysis determined that no signs of damage were observed on the valve. Biological debris were observed both inside and outside the valve. The valve was not able to meet requirements of pressure flow/preimplantation pressure testing. The setting of the valve could not be changed beyond pl 0.5. It is unknown how this failure may have occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.